Manufacturer narrative:
Investigation pending.

Event description:
"Caller alleged imprecision with inratio meter. Results as follows:" 6.0 followed by nes error x 5; pt also had an inr = 2.3 about a week ago. No change in pt status. Historical values over last two weeks: 3.3, 3.5, 4.3, 5.0, 4.0.